Event description:
On (B)(6) 2013, the reporter contacted intuitive surgical, inc. About the precise bipolar forceps instrument but no description of the instrument was provided. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated on (B)(4) 2013. Engineering noted bent grips and main tube damage with the returned instrument. One grip was bent, which causes side to side misalignment of grips. There was a 0.150 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The distal end of main tube had various scratch marks with light material removal. Scratches were 0.080 - 0.145 in length and were not aligned with the tube axis. No other damage was found. Evidence not conclusive, but main tube damage may have been caused by mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.